Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient previously experienced a syncopal episode on (B)(6) 2019. They presented to the emergency room at that time, but recently, were being seen for review again at their following clinic. Review found that this right ventricular (rv) lead was oversensing the atrial signal and it had been occurring since (B)(6) 2018. In some instances, including the date of the reported syncope, pauses of greater than 2 seconds were observed. The rv lead was found to be near the valve, causing the signal to be picked up. At this time, reprogramming was performed and the lead remains in service. No additional adverse patient effects were reported.